Event description:
It was reported that the user was unable to attach the insulin cartridge due to a defective luer connector on the pump, which was resolved by replacing the connector and successfully installing the cartridge after troubleshooting and education were completed. Customer care provided support that included technical troubleshooting with the user and verification of proper cartridge installation. Investigation of this case revealed a connector malfunction associated with the insulin delivery interface, with resolution achieved through replacement of the defective connector. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the connector leading to a temporary use difficulty.